Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-00272. The patient ((B)(6)) is a participant in a clinical study and was implanted with two percutaneous leads from different lots. It was reported, the patient experienced pain at the tips of both leads. The discomfort was attributed to lead migration. An infection was subsequently diagnosed at the right lead site. The device had also reportedly perforated the skin. Surgical intervention was undertaken to explant the patient's leads. It was reported the infection and pain have since resolved.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.